Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was not sensing shut. The inseparable magnet was not fully shutting over the close sensor due to a broken spring on the solenoid. A field service engineer replaced the spring to resolve the issue and tested the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer 2.1 was unrecoverable, did not "sense" the drawer was closed and during recovery attempt the drawer did not open. A hard reboot did not resolve the issue. The customer stated that the malfunction occurred while a nurse was attempting to access medications from the drawer caused a delay in dispensing medication. However, there was no patient harm reported as nurses were directed to use the other pyxis stations in their emergency room minimizing potential delay to patient care. There were no adverse events or injuries reported based on this event.